Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 7 mg/dl went up to 65 mg/dl when at hospital. Customer experienced coma as a result of low blood glucose. Customer took off the pump. Customer also stated that the insulin pump had keypad anomaly, buttons are sticking and buttons continue to scroll. Customer declined trouble shooting for low blood glucose. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump received with intermittent esc, act, up and down arrow button response due to flattened button dome switch. The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08795 inches. The pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).